Manufacturer narrative:
It was reported that following insertion of the mesh, the patient experienced pain, erosion, infection, urinary problems, dyspareunia and vaginal scarring. It was also reported that the patient experienced mesh erosion and underwent suburethral suspension graft incision and revision on (B)(6) 2012. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that the patient underwent an excision of mesh in (B)(6) 2012, due to vaginal pain. It was reported that the patient underwent a graft removal on (B)(6) 2013, due to pelvic pain and mixed urinary incontinence. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.